Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient¿s pre-operative device check it was observed that there were two prior episodes that showed ventricular oversensing on the right ventricular (rv) lead. Possible noise oversensing was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.